Event description:
The following was reported to hamilton medical ag: · the ventilator device did not pass the self test during start-up. · this occurrence was noticed during the preoperational check. · various alarms were observable both visually and through hearing. Te 231022 (pexpvalvesensordefect), te 132015 (flowsensorcalibrationneeded) and leak test. · the device log files were provided to hamilton. · these alarms were reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the ventilator device did not pass the self test during start-up. This occurrence was noticed during the preoperational check. Various alarms were observable both visually and through hearing. Te 231022(pexpvalvesensordefect), te 132015 (flowsensorcalibrationneeded) and leak test. The device log files were provided to hamilton. These alarms were reproducible. There is no patient involvement reported there was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.